Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings and got cannot find sensor signal alert. The customer¿s blood glucose was 201 mg/dl and the sensor glucose was 231 mg/dl at the time of the incident. Blood glucose at the time of the call was 286 and treated with bolus. Customer stated when they pulled the needle from the sensor it did not retract. During troubleshooting for sensor issues customer was instructed to remove the sensor. Customer stated there was a piece of sensor sticking out of her leg and was advised to remove it with tweezers. Customer mentioned that it looked disintegrated. Customer declined troubleshooting for high readings. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis. Unable to confirm if customer received sensor in said condition due to customer returned opened/used. Also found needle bent inside sensor hub.